Event description:
The MFR received info alleging a ventilator failed to audibly alarm when a pt pulled his tracheostomy tube out. A caregiver witnessed the event and intervened. There was no pt harm or injury. The MFR's investigation of this reported event is currently on-going. A follow-up report will be filed when the investigation is complete.